Event description:
It was reported that during a laparoscopic (galle) cholecystectomy procedure, device with serial number (B)(4) was the first and blocked after the third clip. The device with serial number (B)(4) was the second. The clips came open and deformed out of the jaw. There were no consequences for the patient. It is unknown if another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Three attempts were made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Device b. Batch# h91m3g. Lot # h44416. Expiration date: 06/13/2016. Manufacturing date: 07/13/2011. Results = advancer. Conclusion device a: the analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. Device b: the analysis results of the found that it was received with the missing tissue stop. The analysis results found that the device was returned with the tip of the advancer broken. The device was cycled and nine malformed clips were fed due the found condition of the advancer. One possible cause for the condition found is actuating the device when the jaws are not clear of the trocar. Actuating the device with the jaws closed may bend the advancer. Subsequent actuations or manual opening of the device may bend the advancer tip back toward its original position and break the advancer tip. The device was disassembled to evaluate the condition of the internal component. Upon disassembling, scratches were noted on clip track. This condition was caused by the friction between the bent advancer and clip track. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.